Event description:
Facility reported that during a case, after forceps were inserted into patient and opened, the instrument would not close. Aminor laceration to patients bladder when device removed. (B)(6). Rwmic request for additional information requested, no response as of 06/09/2015.

Manufacturer narrative:
The device was sent to rw(B)(4) and a full investigation was performed. Customer purchased device on 12/11/2014. The root cause of the break of the pull rod was mechanical overload and inadequate reprocessing. Facility contacted twice for additional information, no response as of 07/13/2015. Rw(B)(4) considers this matter closed. If we receive additional information according the event, we will provide FDA with follow-up information. See scanned page.